Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that during a sternal procedure, the first band of the application instrument for sternal zipfix tightened, but the second band seemed to be slipping through the ''teeth'' of the device and did not tighten quite as tight as the surgeon would have liked. However, the procedure was completed.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development event evaluation and manufacturing evaluation revealed that the returned device had no visible damages. The returned instrument was tested with one (1) sternal zipfix implant (08.501.001); the described complaint could not be duplicated during tightening. The sternal zipfix properly tightened around the bone model to the mechanically limited tension. As noted in the technique guide, the application instrument has a mechanism to prevent overtensioning of the zipfix implant. Attempting to tighten the implant past this tension limit could result in the described slipping through the teeth of the instrument. It is not clear if the slipping occurred before or after the tension limit was reached. From a design perspective this complaint is invalid because it could not be replicated. There is not sufficient complaint history to evaluate the corresponding complaint rate. From a design perspective the complaint is invalid.